Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked from the lower port in the tubing (clearlink component). This issue was identified during patient infusion with an unspecified chemotherapy drug. Approximately 30 ml of chemotherapy was lost onto the floor. New medication was made and hung on the patient with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Priming was performed at the set with a bag of sterile water and it is according to specifications. Additional autopsy was performed in the y-sites which observed a malformed gland of the third y-site. This could generate leak during use. The reported condition was verified. The cause of the condition was due to supplier for the automatic assembly in the clearlink machines. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to e1 reporter information, h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.